Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that due to a trauma, a decompression craniotomy was performed on the patient. Artificial dura mater was used. Two (2) boxes of duraseal jdsd5001 5ml 1 kit were used in subsequent cranioplasty. After surgery, patient's "level" fell in a few days. When head resurgence was resumed, about 100cc transparent jelly-like substance was stored outside the epidural space. Since it was unknown what had been stored without infection, it was speculated that it was the duraseal. Recovery was noted after removal. There was no delay due to the product issue.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product return, and no lot number identified, as such a DHR review could not be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. With the information provided a root cause could not be determined, as there is no way to reliably determine why the reported condition occurred.

Event description:
N/a